Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The 510 k number and pro code for the savvy long otw pta catheter products are identified. The lot numbers for the devices were provided and lot history review were performed. Of the two reported malfunctions, both samples were not returned; however one malfunction provided a photo for review. The investigation for the malfunction that returned the device is confirmed for the reported detachment issue. For the remaining malfunction, the investigation is inconclusive as no objective evidence was provided for review. The definitive root causes are unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that the model 48522025 pta balloon dilatation catheter allegedly experienced detachment. This information was received from various sources. The malfunctions did not involve patients with no known impact to the patients. One male patient was (B)(6) years old and weighed (B)(6) kg; while the second patient's age, sex and weight were not provided.

Manufacturer narrative:
H10: as the lot number for the devices were provided, a lot history review were performed. The sample was not returned for one malfunction, therefore the investigation is inconclusive. Sample and a photo were returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for detachment and additionally it was determined to have and also been confirmed for 2976 - material deformation0. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The 510 k number and pro code for the savvy long otw pta catheter products are identified in d2 and g5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that the model 48522025 pta balloon dilatation catheter allegedly experienced detachment. This information was received from various sources. The malfunctions did not involve patients with no known impact to the patients. One male patient was 80 years old and weighed 76 kg; while the second patient's age, sex and weight were not provided.